Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted (B)(6) 2012; 419688 lead, implanted (B)(6) 2012

Event description:
It was further reported that the twos continued. Additional reprogramming was performed. The lead remains in use.

Event description:
It was reported that while optimizing the patient's device for exercise, right ventricular (rv) lead t-wave oversensing (twos) was seen. Rv lead post-pace blanking was increased to 250 ms and rv sensitivity was changed to 0.6 mv. The rv lead sensing polarity remains tip-to-ring. The rv lead remains in use. No patient complications have been reported as a result of this event.